Manufacturer narrative:
Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found no physical damage to the platform. A review of the platform archive log showed that user advisories (ua) 45 (not at "home" position after power-on/restart) messages were observed between (B)(6) 2015. However, the customer cleared these error messages. The platform was functional tested and the autopulse exhibited no user advisory messages. The platform was run on lrtf for 25 minutes and no error messages were observed. Additional testing showed that the drive shaft was stiff when rotated intermittently. Therefore clutch plate deburring was performed. In summary, the customer's reported complaint of the platform displaying the ua 45 was confirmed during archive review. The potential root cause for the customer having difficulty rotating the shaft at home position was the drive shaft was stiff due to the burr on the clutch plate. The platform passed all final testing criteria.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that during a shift check the autopulse platform (s/n (B)(4)) continuously displayed user advisory 45 (not at "home" position after power-on/restart) error message. The device will rotate to zero/home position, however the user advisory 45 returns. No patient involved with this event. No additional information provided.